Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. PMA/510(k) #:p160054.

Event description:
It was reported that the patient experienced a no external power event. This was caused by power to the mpu being briefly interrupted. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the log file submitted on december 13, 2019. The log file captured no external power alarm events on december 6. The system was connected to the mobile power unit. According to the voltage values, there was a loss of power from the mobile power unit during each event. Power appeared to have been restored shortly after. Attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. No further information was provided. The manufacturer is closing the file on this event.